Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported during puncture of the left jugular vein, the needle hub broke and separated. There was no patient harm reported. The needle was replaced. The patient's condition is reported as "stable".

Event description:
It was reported during puncture of the left jugular vein, the needle hub broke and separated. There was no patient harm reported. The needle was replaced. The patient's condition is reported as "stable".

Manufacturer narrative:
(B)(4). The customer returned one introducer needle for analysis. Signs of use were observed on the needle. Visual analysis revealed that the needle hub was broken and separated. A portion of the distal end of the hub was still adhered to the needle cannula. Microscopic examination revealed that the point of separation was smooth at the cannula separation point. It was also confirmed that the hub on the returned sample is the new hub design, which matches the bill of materials. Functional inspection was not able to be performed due to the damage to the needle hub. A device history record review was performed, and no relevant findings were identified. The report of a separated needle hub was confirmed by complaint investigation of the returned sample. Visual examination revealed the hub was separated. Based on the sample provided, design caused or contributed to this event. Teleflex has identified that the needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. A CAPA was opened to further address this issue. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.